Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 486 mg/dl at the time of the incident. The customer used manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported motor error alarms, but the customer was able to clear the alarms and rewind the pump. Troubleshooting was not completed as the caller declined. The caller also reported no delivery alarms. The insulin pump will be returned for analysis.